Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission 06/30/2016. Product analysis: the device was returned and evaluated by product analysis on 06/13/2016 with the following findings: the complaint could not be duplicated or confirmed with investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the complaint was overwritten due to continued pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. Unrelated to the complaint, two battery compartment cracks were observed.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an inaccurate delivery issue. It was reported the patient¿s blood glucose was between 250-499 mg/dl without signs of symptoms of hyperglycemia. No additional information was provided and troubleshooting was unable to be completed. Several attempts have been made to contact the reporter and patient. This complaint is being reported because the issue remained unresolved.